Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction 00 alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 64 mg/dl. Additionally, it was also reported that an altitude alarm occurred, customer declined troubleshooting for the issue and tandem technical support was unable to verify if it was a valid alarm.